Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately four days post implant the right atrial (ra) lead dislodged after the patient fell in the bathroom. The ra lead fell into the right ventricle and appeared to capture the ventricle. Telemetry showed desynchrony after the dislodgment and the fall. The ra lead was repositioned into the atrium. No patient complications have been reported as a result of this event.